Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped due to myopotential oversensing. An invasive procedure was performed and the physician found the insulation of the is-1 terminal 'was completely broken'. A new rate sensing lead was implanted.